Manufacturer narrative:
At this time, the lead remains abandoned and implanted. If the lead is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement time (ert), and the right ventricular (rv) lead had an increase in threshold from 1.9 v to 2.9 v in only a few months. The device system was surgically abandoned instead of extracted due to the patient's age, where it was programmed to odo and decreased the output and rate. The patient was then implanted with a leadless pacemaker. No additional adverse patient effects were reported.